Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25-18mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024. The device was implanted. Post-implant, it was noted in the inner packaging that there was a double-layered sticker with a different expiration date. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of an packaging had two labels on it and the under label had a different expiration date. The manufacturing and exception records have been reviewed. The packaging error on this lot was corrected through the approved exception 136229. Rework instructions by applying a blank label and then a new label with the correct expiration date over the old label with the extended expiration date. The reworked top label back to expose the old label below which was intentionally covered through the exception. Based on received information, the cause of reported event was noted to be label was peeled. There is no labeling defect, also no patient impact in this situation as the device was implanted before the expiration date of 30sep26. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.